Event description:
It was reported that the system controller was exchanged on (B)(6) 2021 at 13:21:06.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a controller exchange on 04nov2017 noted in the log file can be confirmed. A log file (captured under MFR # 2916596-2022-00224) was reviewed. The log file revealed normal system operation from november 1 to november 4, 2017 when at 13:21 the controller was disconnected/exchanged from the system. The controller was reconnected to the system on (B)(6) 2022 at 16:40, the system imitated operation at the set speed when a driveline fault alarm became active. The data recorded on (B)(6) 2022 revealed that at 18:32 the alarm cleared. The system continued to operate at the set speed with no active driveline fault alarm until (B)(6) 2022 when at 00:05 the alarm reactivated and remained active until the end of the log file. A specific reason for the controller exchange was not able to be determined. Per the additional information provided by the vad coordinator, the only record of a controller exchange is from (B)(6) 2022 (captured under MFR. Report # 2916596-2022-00224). Per additional information provided, the heartmate ii system controller (serial number: (B)(6)) was unnecessarily exchanged by the patient at home without first contacting their clinician, and a second controller exchange was later performed by their clinician to an upgraded pcx controller. Additional information provided on 15feb2022 stated that no product would be returned for evaluation. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook, rev b, under section 2 ¿how your heart pump works¿ describes the steps how to replace the running system controller with a backup controller. The patient handbook warns the user ¿failure to adhere to the following instructions may result in serious injury or death¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the system controller was exchanged on 04nov2017 at 13:21:06.